Manufacturer narrative:
Investigation results: one mz5301 sample from lot 21105236 was received in sealed packaging for investigation of pr 9517210. The customer reported that they experienced "leakage at the level of the blue septum". The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; no fluid leakage of air ingress was observed throughout testing, furthermore no damage or manufacturing defect was observed which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105236 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned sample and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz5301 product.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim: the emergency post-reception unit has encountered problems with the following dm bd max zero lot 21105236: leakage at the level of the blue septum. A priori no impact for the patient.